Event description:
Rptr said that she had so many problems with the first implants that she does not know if the second one contributed or added anything new. She said that "a darkness" appeared to be fungus inside the implant. Rptr's main concern is if saline is ok. She is also questioning the safety of the product. She is being treated for memory problems and fatigue (from the first implants).